Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Customer indicated the use of unspecified associated products. It is unknown if qualified product was used. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported via medwatch 5088047 an intraocular lens (iol) was implanted. A crack was noted so the lens was removed. There is no reported patient impact. Additional information was requested.